Manufacturer narrative:
The customer reported that the touchscreen was unresponsive. It will not calibrate, and tech support (ts) tried walking her through the process, but the touchscreen does not respond at all. Not in patient use. Investigation conclusion: the root cause of the reported issue is due to device damage and touch panel failure. No further investigation will be performed. Additional information: b4 date of this report. D9 device available for evaluation. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type?. H3 device evaluated by manufacturer h6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The customer reported that the touchscreen was unresponsive. It will not calibrate, and tech support (ts) tried walking her through the process, but the touchscreen does not respond at all. Not in patient use.

Manufacturer narrative:
The customer reported that the touchscreen was unresponsive. It will not calibrate, and tech support (ts) tried walking her through the process, but the touchscreen does not respond at all. Not in patient use. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the touchscreen was unresponsive. It will not calibrate, and tech support (ts) tried walking her through the process, but the touchscreen does not respond at all. Not in patient use.